Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer (fse) pulled the station out from the wall, then removed the back panel, then checked all light emitting diode (led) on the controller boards, then removed the back of the drawer, removed the drawer controller board and replaced it, then reassembled the drawer. Further the fse informed the customer that there was trouble dialing into the station, then the fse got the computer and brought up the remote support service (rss) page, then was able to get the password to log into carefusion admin, went to the network settings, turned off ipv6 for both adapters, and then turned off the firewall and restarted the machine. Once rebooted, the fse attempted to dial in. As the agent was downloading, the fse received a network error. After several attempts, the fse spoke with the customer, and she said that information technology (it) was still working on issues. Further the customer mentioned that she would get with it the next day and try to figure it out. The system functioned as intended after the field service engineer repaired the device.